Event description:
An infusion pump with an 812:02 failure code. Attempts were made by baxter's customer service and quality management to obtain extra information regarding if the device was in pt use when the reported failure occurred, pt demographics, diagnosis, medical intervention, pt injury, and the medication involved but no additional details are known.